Event description:
It was reported that the patient implanted with this lead and pacemaker developed an infection 10 months post implant of the pacemaker. Surgical intervention was undertaken. The device and lead were explanted and replaced. No additional adverse patient effects were reported.